Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 07-dec-2017 a field service engineer (fse) re-booted the aia-2000 analyzer and controller pc. The fse performed a version up in the maintenance software. The customer proceeded to run calibration without any errors. The aia-2000 instrument was functioning within specifications after completing the repair. The aia-2000 instrument, serial number (B)(4), was installed at the account on 16-aug-2017. A complaint history review and service history review for similar complaints was performed from 16-aug-2017 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The aia-2000 operator's manual under chapter 2, system configuration and functionality, states: the aia-2000 automated enzyme immunoassay analyzer is comprised of the aia-2000 analyzer unit (the main unit) and a personal computer (the controller pc) that are linked by an usb cable. The system is designed for the main unit to perform assay operations in response to instructions sent from the controller pc unit. Under safety precautions, the operator's manual states to contact tosoh service center or local representatives when requesting repairs. The most probable cause was due to re-booting required between the aia-2000 and controller pc and performing a software version up.

Event description:
On (B)(6) 2017 a customer reported being unable to perform calibration on the aia-2000 instrument due to communication issues between the controller pc and the instrument. The customer requested service in order to address the reported issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for intact parathyroid hormone (ipth). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Device evaluation by manufacturer: a review of the device history record (DHR) was conducted for serial number (B)(6), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. For corrected data refer to: catalog #; serial #; device available for evaluation; approximate age of device. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
N/a